Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the right ventricular lead was positioned but it was noted that the thresholds were high. When attempting to reposition the lead, the helix could not be released from fixation and the lead could not be removed. The lead was capped and replaced. There were no adverse consequences to the patient.